Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Inspection of the returned device found that the shaft was broken in a spiral, indicative of torqueing the device; the tuohy borst valve was connected to the device hub. Based on the information available and device analysis, it is probable the device was torqued during preparation, causing the initially reported device kink, and the analyzed device break; cause traced to user was assigned to this event.

Event description:
Analysis of the returned device found the shaft was broken; there was no clinical consequence to the patient as a result of the event.